Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate ii lvas multiple attempts for additional information were made and no further detail was provided. A direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. Analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log file revealed transient power elevations up to 9.4 watts were recorded on (B)(6) 2021 through (B)(6) 2021. No low flow events were captured throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had an intracranial bleed and low flow alarms. Coumadin was restarted on (B)(6) 2021. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was status post intracranial bleed. Coumadin was restarted on (B)(6) 2021. Reported low flow alarms. Upon interrogation no low flow alarms seen, however lower pulsatility index (pi) noted. The log file displayed slight elevations in power and flow during the 29.5-day length of the file. There were no other unusual events seen within the log file and the equipment was operating as expected. Additional information requested but not provided.